Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient got her device removed on wednesday and wanted to know what to do with all her equipment. It wasn't really working for her. Patient hadn't used it in six months. Patient stated that in the beginning it helped and then, probably past the first year, it didn't do much at all for her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018 stating that the circumstances leading up to their device not working for them were that they continually tried different settings to obtain pain relief. They did not get the results they expected from the trial period. The steps taken to resolve their issue included having it adjusted 2-3 times. They did not get the relief they expected. They stopped using it for over 6 months so they had the explant. No further complications were reported/anticipated.